Event description:
A philips account sales manager reported that a demo device failed to recognize the pads cable and test load being connected to the therapy port. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.